Event description:
It was reported that remote transmission showed there was a decreased in battery voltage on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that remote transmission showed there was a decreased in battery voltage on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 5076-52: implantable pacing, lead implanted: (B)(6) 2008. Product ID: 694765, implantable tachy lead implanted: (B)(6)2008. (B)(4).